Event description:
The facility representative reported to baxter on 17 february 2010, a colleague infusion pump that had a malfunction of the pump goes off as soon as the pump is unplug. The batteries and fuses have been changed. Also, the pump has been charged for 16 hours. The event was reported to have occurred during biomedical servicing on an unknown date. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown.no additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The user interface module master software version is 6.13.90, categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The pump powered off when unplugged from alternating current due to the direct current cable harness wires were connected to the wrong polarity connectors on the battery harness. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
Caller states patient received the following results on the performa system within 10 minutes: 1) hi (greater then 33.3 mmol/l) and 5.0 mmol/l 2) hi, hi, and 6.5 mmol/l 3) hi and 6.9 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
Pt is a (B)(6) year old female who, post-trauma, underwent a wrist arthroscopy in (B)(6) 2009, and subsequently developed wrist pain. There was no history of underlying disease. In (B)(6) 2010, she underwent an exploration of the wrist and was found to have extensive chondrolysis in the radio-carpal joint. The surgeon performed a wrist fusion between the proximal carpal row and the distal radius using 5cc of plexur m. The plexur m was placed into the denuded joint spaces, allowed to harden, and transfixed with a number of screws. Pt was immobilized in a cast for 8 weeks and x-rays were satisfactory. The cast was removed at 8 weeks and the pt was started on range of motion exercises and began to experience wrist pain again. X-rays in (B)(6) 2010 revealed that the screws were free-floating and no fusion had occurred. Pt was returned to the operating room with a presumptive diagnosis of an infection in the operative site. The plexur m, which had not yet consolidated, was removed, as were the screws, and an antibiotics-impregnated spacer block was inserted to treat the suspected infection. Multiple operative cultures were performed and all were negative. In (B)(6) 2010, surgeon re-operated using an autologous iliac crest graft for fusion.

Manufacturer narrative:
(B) (4)